Event description:
The customer contact reported unable to prime. The tubing set was to be used to deliver an unspecified concentration of saline solution and an unspecified concentration of remifentanil via a pump. The customer contact reported that the unprimed tubing set was loaded into the pump and the tubing set was to be primed with the pump. It was reported that no solution was able to flow through the set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query hospira personnel.